Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and kidney infection ("kidney infection") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included buspirone hydrochloride (buspar) since 2004, gabapentin (neurontin) since 2004, ibuprofen from (B)(6) 2012 to (B)(6) 2014, paracetamol (tylenol) from (B)(6) 2012 to (B)(6) 2014 and sertraline (zoloft) since 2009 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced fatigue ("chronic fatigue/ fatigue"). On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"). On 3-sep-2012, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/ abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), constipation ("constipation") and bowel movement irregularity ("gastrointestinal or digestive system condition type: irregularity"). On (B)(6) 2012, the patient experienced the first episode of vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections") and cystitis ("infection (bladder/ urinary tract/vaginal) type: multiple bladder"). On (B)(6) 2013, the patient experienced depression ("worsening of her depression/ depression was exacerbated and diagnosis became major depressive disorder") and social anxiety disorder ("social anxiety"). On (B)(6) 2013, the patient experienced dry skin ("dry skin") and skin discolouration ("patches of skin resembling burn marks/ patchy skin (unspecified skin condition)"). On (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced the second episode of vaginal infection ("chronic vaginal infections"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain/ joint pain"), uterine pain ("uterine pain"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in her mouth"), dyspareunia ("painful intercourse"), rash ("rashes"), erythema ("skin redness"), skin mass ("skin bumps"), pruritus ("itching/ itchy"), alopecia ("hair loss"), kidney infection (seriousness criterion medically significant) and pain in extremity ("leg pain"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower, back pain and pain in extremity was resolving and the menorrhagia, the last episode of vaginal infection, dysmenorrhoea, arthralgia, uterine pain, dental caries, tooth loss, dysgeusia, vaginal discharge, dyspareunia, depression, rash, erythema, skin mass, dry skin, skin discolouration, pruritus, alopecia, fatigue, vaginal haemorrhage, cystitis, kidney infection, female sexual dysfunction, social anxiety disorder, migraine, headache, nausea, tooth disorder, allergy to metals, constipation and bowel movement irregularity outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, bowel movement irregularity, constipation, cystitis, dental caries, depression, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, female sexual dysfunction, headache, kidney infection, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pruritus, rash, skin discolouration, skin mass, social anxiety disorder, tooth disorder, tooth loss, uterine pain, vaginal discharge, vaginal haemorrhage, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: on (B)(6) 2014, patient had underwent a total hysterectomy and bilateral salpingectomy,during which her uterus, cervix, and both fallopian tubes were all removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: confirming full occlusion fallopian tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: reporters added and updated patient demographics. Added concomitant medications were added. Updated suspect drug indication. Added events abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: multiple bladder and vaginal infections, kidney infection, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: social anxiety, migraines / headaches, nausea, dental problems, nickel allergy, gastrointestinal or digestive system condition type: constipation, irregularity. Updated events, outcome and onset date. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation"), vaginal infection ("chronic vaginal infections"), dysmenorrhoea ("abnormally severe menstrual pain;"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in her mouth"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), rash ("rashes"), erythema ("skin redness"), skin mass ("skin bumps"), dry skin ("dry skin"), skin discolouration ("patches of skin resembling burn marks"), pruritus ("itching"), alopecia ("hair loss") and fatigue ("chronic fatigue"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal infection, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, dental caries, tooth loss, dysgeusia, vaginal discharge, dyspareunia, depression, rash, erythema, skin mass, dry skin, skin discolouration, pruritus, alopecia and fatigue outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, dental caries, depression, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, menorrhagia, pelvic pain, pruritus, rash, skin discolouration, skin mass, tooth loss, uterine pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2014, patient had underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirming full occlusion fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.